Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that multiple cartridges were leaking from the pigtail. The customer's blood glucose (bg) level was 540 mg/dl. Customer's bg was addressed with a manual injection. Reportedly, the pump supplies were changed and insulin delivery was resumed.